Event description:
The iol was introduced into the ciliary sulcus. It was noted that the lens was released from the inserters just as the haptic reached the sulcus and the lens flipped 180 degrees so that it was oriented in a left-handed position. The lens was manipulated into the sulcus with a mcpherson forcep. The haptic appeared to be intracapsular and the lens had a planar position and was well centered, therefore no further manipulation was performed. The iol was not seen to be dislocated until the first day post operative and then taken back to surgery for explantation of the iol and replacement of a new lens.